Manufacturer narrative:
At the time of this report the device investigation had not been completed. Once the investigation is completed, a follow-up MDR will be submitted. This is the first complaint ascent has received for a femostop causing a pseudo aneurysm.

Event description:
It was reported that during an unknown procedure, the femostop seal was leaking and caused the patient to have a pseudo aneurysm which required a surgical resection to correct. The patient was reported to be in satisfactory condition after the procedure.

Manufacturer narrative:
This MDR is associated with an ascent voluntary recall for six (6) femostop lot numbers where the device may fail to inflate properly and may leak due to a seal separation between the dome and plastic arch base. On june 18th ascent initiated a voluntary recall for the six femostop lot numbers so this follow-up MDR is being filed due to the additional information obtained during the recall. The patient information was not provided to ascent.